Manufacturer narrative:
Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. And omsc guessed by the DHR that the subject device has been used for a long time. The exact cause of the reported event could not be conclusively determined, however it is possibility that the reported event was caused by aging. If additional information becomes available, this report will be supplemented.

Event description:
Insertion tube braids of the subject device protruded outward.there was no report of patient injury associated with this event.